Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. The time the unit was in recirculation was not known. A patient was not connected to the machine at the time of the incident. Follow-up information was provided by the biomedical engineer who revealed that there were no occlusions to the drain. Additionally, the drain line length and the drain height were noted as being within specification. The biomed re-setup the unit, and then repeated recirculation. The machine functioned properly; the reported event did not recur.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. The biomedical engineer was not able to duplicate the reported issue of saline back backfilled during recirculation after re-testing the device. The unit remains in use at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.